Event description:
Case description: investigation results. Novofine autocover 30-8mm. Batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation results. Relevant fields and narrative updated accordingly. Manufacturer comment. Final manufacturer comment: 16-dec-2016 : as the needle has not been returned to novo nordisk a/s for investigation and only information was that the needle was too long and that the patient recovered after changing the needle it was not possible to find similar incidents to the one reported in argus case 510630. Continued: evaluation summary: novofine autocover 30-8mm - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term]; (related symptoms if any separated by commas); glycemic values fluctuated a lot (from 70 to 300) [blood glucose fluctuation]; needle was too long [wrong device used]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "glycemic values fluctuated a lot (from 70 to 300)" beginning on (B)(6) 2016, "needle was too long" with an unspecified onset date, and concerned a 60 years old female patient who was treated with novofine 8mm (30g) autocover (needle) from unknown start date due to "device therapy". Medical history was not provided. Patient's height, weight and body mass index (bmi) were not reported. Concomitant products included - lantus(insulin glargine), apidra(insulin glulisine). Since (B)(6) 2016 the patient had experienced fluctuating blood glucose values between 70-300 (unit and reference range was not reported). The patient was currently admitted in a psychiatric hospital where the insulin injections were performed by the nurses. The injection technique was checked and it showed that the nurses did use the correct technique and that the injection site was good. There was no hypertrophy at the injection sites. The nurses used skinfold injection technique in the abdomen, leg or arm. Currently, they preferred to make the injection in the leg because there was more fat there. The patient was very skinny. It was general practice to use novofine autocover needles at the psychiatric hospital. It was believed that the novofine autocover needles were too long for the patient which resolved in intramuscular injection. Due to the event the patient consulted with diabetes nurse and endocrinologist who for some time advised that the patient should be injected with normal shorter needles. Thus shorter bd 4mm 32g 0,23mm needles were ordered for the patient. Subsequently, the fluctuating blood glucose levels resolved when using the new needles. Action taken to novofine autocover needles was discontinued as patient switched to other needles. The outcome for the event "glycemic values fluctuated a lot (from 70 to 300)" was recovered. The outcome for the event "needle was too long" was recovered.